Event description:
I bought a nira device. This is hand-held device that is used to help with wrinkles. Approved to be used under the eyes at the time. Not sure about now. I used the device in 2022. After a few weeks of use under my eyes. I noticed that had a tremendous fat loss under my eyes and my eyes looked bruised. After two years the discoloration did not go away. Also, I used the device on other areas of my face. But it caused fat loss on the areas treated. For example, I treated a chicken pox scar with the device. After a few weeks I noticed difference in unevenness between areas treated and non-treated. This is a terrible device. You might not notice the damage right away. Until you wake up one day and you see a very drastic change on your skin. Do not get this product. Wrinkles (face).